Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7159534, UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that these scs leads were replaced due to anteriorly migration confirmed through x-ray. As a consequence, the patient experienced intestine bowel symptoms, specifically constipation-related pain, along with stimulation in a different targeted area (rib). Consequently, hospitalization was required. The patient underwent a leads revision procedure wherein their leads were explanted and replaced. The leads were retained by the surgery center and will not be returned for analysis. Postoperatively, the patient was recovering well, received appropriate coverage, and the healing process progressed favorably.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7159534. UDI: (B)(4).